Manufacturer narrative:
Updated information. Concomitant devices added, (therapy date): unknown date in (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 08/15/2017. Concomitant devices reported: tfna screw 110mm (part number: 04.038.110s, lot number: unknown, quantity 1).

Manufacturer narrative:
(B)(6). (B)(4). (Therapy date): unknown date in (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Sterile part 04.037.263s, lot 9912250: manufacturing location: (B)(4). Manufacturing date: october 07, 2015. Expiration date: august 31, 2025. Component parts 04.037.942.2, lot 9404269; 04.037.912.4, lot 7840793; 04.037.912.3, lot 9882447. Inspection sheet met inspection acceptance criteria. No non-conformance reports relevant to the complaint condition were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was originally implanted with a titanium trochanteric fixation nail (tfn) in (B)(6) 2017. Postoperatively, the nail broke through the cannulation for the lag screw. On (B)(6) 2017, the patient was brought in for revision surgery where the nail was extracted quickly using titanium extraction hooks and instrumentation for tfn set. The surgeon did an osteotomy to correct the original reduction and then reduced the fracture. Afterwards, reamer / irrigator / aspirator (ria) or bone grafting was performed to backfill the original track of the lag screw with norian drill hole and implanted the patient with a new 135 degree tfn nail. The procedure was completed successfully. Concomitant devices reported: interlocking screw (part number unknown, lot number unknown, quantity unknown) this is report 1 of 1 for (B)(4).